Event description:
The report received suggests that a free flow may have occurred. Patient was planned for a CT scan at 14:00, blood glucose was checked at 04:12 and was 4.6 mmol/l (83mg/dl). When glucose checked prior to transfer it was 36.4mmol/dl (655mg/dl). Insulin prescribed but not commenced as glucose dropped to 22mmol/l (396mg/dl). IV infusion discontinued and IV pump removed from use on patient. New neolyte infusion commenced. The customer was requested to clarify why they believe an overinfusion occurred and they replied stating that this has not been determined yet. A 200mls bag of neolyte was set to infuse at a rate of 9.5mls/h at 09:30, however, at approximately 11:00 the infusion had completed and a new bag was started.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. Internal file number: (B)(4). Patient information requested and all available information is included. This report was filed by the manufacturer. Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.